Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-43-environmental testing conditions. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/12/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Customer satisfied with the replacement product.

Event description:
Consumer initially called for questions and assistance with new truemetrix meter. Back to back control tests performed during call on (B)(6) 2018 were out of range. The customer's expected fasting blood glucose test result range is 112 - 120 mg/dl. At the time of the call the customer reported feeling weak and dizzy; customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The customer stated she just received the test strips on 01/31/2018. Test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is 01/31/2018. The meter memory was reviewed for previous test result history: (B)(6).